Event description:
It was reported that when using the bd pyxis¿ medbank tower, multiple drawers on their medication dispensing machine were displaying an ¿offline¿ error. This issue prevented normal operation and prompted the customer to contact support. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist (tss) checked the drawer adapter, noting that two connections existed, however, the drawer adapter¿s internet protocol ip address and subnet mask were set to obtain an ip address automatically. The settings were configured correctly, and the application was restarted. After the update, the user had no further issues logging in and was able to issue medications to patients. The system functioned as intended after the technical support specialist troubleshot the device.